Manufacturer narrative:
(B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample, a thorough sample analysis could not be performed and no specific conclusions could be drawn. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or lot number. If additional pertinent information becomes available or if the physical sample is received for evaluation, a follow-up report will be filed.

Event description:
As reported by the user facility: event # 1: reports when blood is drawn from the ultrasite valve port, there is a drop of fluid at the end of the valve where the syringe was connected. The drop then has to be wiped off with an alcohol swab before attaching a new syringe. The facility recently started using the ultrasite valve product about a month ago. Per follow-up correspondence with the reporting facility it was indicated that when infusing chemo through the ultrasite port, there is a large droplet of exposed chemo medication when disconnecting the tubing from the ultrasite valve. This happens with blood during port drawn labs and with any chemo that is infused via the port.